Event description:
It was reported that the customer experienced multiple occlusions. There was no reported impact to the customer¿s blood glucose level. The customer declined further assistance from technical support.